Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a red heart alarm that morning lying in bed. The patient states the event occurred when he was rolling from their right side to their left side. A modified power module patient cable was requested and shipped to the hospital for the patient. X-rays of the percutaneous lead are being ordered.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.